Event description:
Upon doing a sharps count one of the suture needles was noted to have dull tip. Tip appeared to be pointless. Wound inspected for retained portion and x-ray obtained and read as negative. No harm to patient.